Event description:
Procedure: thoracoscopy. According to the reporter: the unit malfunctioned and the surgeon was not able to open the stapler. After multiple attempts the unit opened tearing the pulmonary artery. Another device of the same kind was used and worked properly.